Event description:
Patient complained of abdominal pain after tubing break found under fluoroscopy. Surgery to explant and replace access port has occurred. Follow up findings: leakage at or near port tubing connector.